Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported inaccurate cgm values which occurred ten days after the sensor had been inserted into the abdomen. The patient experienced trembling, sweating, and shortness of breath. The patient self-treated with 1.5 pack of dextrose, but subsequently lost consciousness. His partner performed a bg which was 63 mg/dl and called emergency medical services. The patient¿s cgm displayed 90 mg/dl. Ems arrived and transported the patient to the hospital. The patient received additional glucose at the hospital. No details concerning additional treatment or when the patient was released from the hospital were provided. At the time of the report, the patient had a headache but no other issues related to the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.